Event description:
The pt was no longer responding with the implant system. Using the appropriate diagnositc equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantatin/reimplantation surgery was performed in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.